Event description:
It was reported by dr. In a publication entitled "prospective nonrandomized comparison of an allograft with bone morphogenic protein versus an iliac-crest autograft in anterior cervical discectomy and fusion" (the spine journal 8 (2008) 426-435) that 3 pts developed neck swelling causing dysphagia after anterior cervical discectomy and fusion procedures where rhbmp was implanted. Each of the three pts was readmitted to the ICU for observation and intravenous steroid administration due to the dysphagia. All three cases resolved, and there were no required surgeries.

Manufacturer narrative:
Products from multiple mfrs were implanted during the procedure. Although it is unk if any of the devices contributed to the reported event, we are filling this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the MFR for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.